Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a high blood glucose (bg) level over 500 mg/dl that was addressed with a manual correction injection. Additionally, it was reported that the pump alerts were not annunciating as expected. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.